Manufacturer narrative:
No model or sn provided to perform evaluation.

Event description:
It was reported via user facility medwatch #(B)(4) that there was an alleged injury due to zoom issues. The account, device, and extent of any adverse consequence is unknown as the contact information was not provided.